Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was observed to have an unusual electrogram (egm) when pacing in their right atrium. This right atrial (ra) lead was later found to have dislodged accounting for the changes observed on the patient's egm. A revision procedure was performed in which the lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This device is no longer in service.